Event description:
While performing a preventive maintenance check the facility alleged the bed had a high ground resistance reading between the retracting and intermediate frames.

Manufacturer narrative:
The facilities maintenance could not remember what was done to repair the bed. Typically high ground resistance is a result of a loose ground connection.